Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The reported internal leakage test failure has been reproduced during tests in a reference ventilator. No log files have been received. The failures were caused by an analog multiplexor on the valve flow controller board inside the gas module. The analog multiplexor is part of the flow calculation. The failure of the analog multiplexor leads to inaccurate gas flow regulation which will be detected during pre-use checks and alarms will be activated if the failure occurs during ventilation. The root causer for why the analog multiplexor has broken has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage check during pre use check, displaying a message that the volume is too small. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.